Event description:
Emergency room staff were using hewlett packard combo pads and cable to the hp code master and defibrillator. Electrocardiogram waveforms displayed on defibrillator showing pulseless electrical activity. Attempted to defibrillate, but pads would not take or give a charge. Immediately switched to another defibrillation monitor in 15 seconds. Pt later died but had been in full resuscitation at home for approx one hour before arrival to emergency room.